Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no vibration. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. A vibration manual test with was performed and passed. Manuel "try-it" test was performed and passed. The vibrator motor resistance was measured and failed due a verified defective vibrator motor. An internal visual inspection was performed and passed. Functional testing was performed, and the vibrator test failed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed. The probable cause of this issue was a defective vibrator. No injury or medical intervention was reported.